Event description:
Information received regarding the explanted device notes that during a routine follow-up, the device was found to be in vvi back-up mode and could not be reprogrammed. The following day, the patient "felt bad". Although a software download was scheduled, the physician elected to replace the device. There were no consequences to the patient after the device was replaced.